Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced torn zonules with an ovd (ophthalmic viscoelastic device) and had to have a vitrectomy. No other information was provided.

Manufacturer narrative:
Additional info: additional information was provided and learned the patients outcome. When the patient was discharged on (B)(6) 2022, patient was calm and went directly to another facility for evaluation. The patients date of birth, gender, and weight were provided. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1942. Section b3: date of event: nov 3, 2022. Section a3: sex/gender: male. Section a4: patient weight: 222 pounds. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar.14, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: 31 sealed healon gv pro from lot uk31222 were received. Per follow up, customer returned the 31 sealed products due to lost confidence. No suspect product was returned. All returned products were visually inspected and there is no indication that the customer's observation is due to an issue with the healon gv pro product. The customer's report is not confirmed by this investigation and no product defect has been observed, therefore, no probable cause has been determined. Refer to the attached report for further information. Manufacturing record review: per attached DHR summary page provided, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.